Event description:
It was reported that patient underwent a procedure utilizing a fixation device on an unknown date due to chronic ac joint separation. Subsequently, the patient was sent to rehab to early and did not heal properly. This resulted in a revision procedure on an unknown date to implant additional fixation devices. Another revision procedure occurred on an unknown date due to patient non-compliance and failure to use the necessary arm immobilizer. The second revision procedure was completed with competitor product.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-08662 & 2015-00404 / 00405).

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on the initial report.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a procedure utilizing a femoral fixation device on an unknown date. It was further reported that the femoral fixation device failed due to an unknown reason. The limited information provided suggests that the issue occurred during the initial procedure; there has been no revision procedure reported to date.

Event description:
It was reported that patient underwent a procedure utilizing a fixation device on (B)(6) 2014 due to chronic ac joint separation. Subsequently, the patient was sent to rehab too early and did not heal properly. This resulted in a revision procedure on (B)(6) 2014 to remove the initial fixation device and implant two additional fixation devices. Another revision procedure occurred on an unknown date due to patient non-compliance and failure to use the necessary arm immobilizer. Both fixation devices were removed and the procedure was completed with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: event date, catalog number, lot number, and expiration date, implant date, 510k number, device manufacture date.